Manufacturer narrative:
The ontex compact tampon was not involved in this case. Please see #1219109-2020-00316 for the auburn full-size tampon product report.

Event description:
Consumer sent e-mail stating the strand broke off when she went to pull out the tampon. No injury was reported.

Manufacturer narrative:
This report was submitted as a manufacturer report, it should have been submitted as an initial importer report. The initial importer is the procter & gamble co./the gillette co., 2 procter and gamble plz, cincinnati, oh 45202. Registration number: 1216894. 30-jul-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer sent e-mail stating the strand broke off when she went to pull out the tampon. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the strand broke off when she went to pull out the tampon. No injury was reported.